Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 44.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through between 25 and 28 cm proximal to the lead tip. The abrasion probably resulted due to constant friction against another implantable device such as a nearby lead. Furthermore, the insulation was found abraded through 4.5 cm proximal to the lead tip. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high impedances and 5.5v@1.5ms high threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.